Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer via phone call that they are having sensor/calibration issues. Customer current blood glucose at the time of the call was unknown. Customer's stated that the blood glucose was fluctuating between the 200's and 400 mg/dl. Customer's states that the reservoir needle was bent in one direction and air bubbles were in the tubing. Troubleshooting was performed.